Event description:
It was reported that the last pump refiller had changed the pump reservoir concentration but not adjusted the pump data set. The pump was filled with baclofen 2000 mcg/ml but the pump data only showed a concentration of 500 mcg/ml. The daily dose was given as 75 mcg/day, but because the concentration was incorrect the patient actually received 300 mcg/day. On (B)(6) 2013, the patient was found unconscious at home by friend. The patient was taken to the ER (emergency room) and put into an induced coma and was then transferred by helicopter to another hospital. The patient spent 3 days in the ICU (intensive care unit) in a coma and then another 2 days while conscious. On (B)(6) 2013, ¿patient examined by MRI. First time pump investigated but no change to pump rate as incorrectly entered data showed pump was only delivering 75 mcg/day. No error logs observed.¿ the patient status was reported as ¿recovered fully¿.

Manufacturer narrative:
Product ID: 8840, serial# unknown, product type: programmer. (B)(4).